Manufacturer narrative:
Although the manufacturer (zb EU authorized representative) has received the product (tsvwh10), the manufacturing/investigation site has not received/evaluated the actual device due to covid protocols and delays in shipment (lost in transit by ups, tracking 1z270w870491828792). Therefore, the product has not been physically inspected. The investigation was performed using applicable instructions for use and risk files. Functional testing and dimensional analysis could not be performed since the device has not been physically inspected. No pre-existing conditions were noted. The reported device had been placed on tooth # 19 for approximately 5 years. X-ray or picture images were not provided and no other information was provided. DHR review for the lot (62621062) had revealed no deviations nor non-conformances which could have caused or contributed to the reported event. All products were conforming at the time they left zimmer biomet. Lot was inspected and passed all acceptance criteria by qa. Complaint history review for the reported lot (62621062) was performed. No similar event or complaints about nonconforming products were found. September post market trending was reviewed and there were no actionable trends or corrective actions for the reported device and event. Therefore, based on the available information, device malfunction and the reported event could not be verified as the product has not been physically inspected.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
One tapered screw - vent implant (tsvwh10) was returned for investigation. Visual evaluation of the as returned product identified that the collar was fractured. Additionally, there was bone residue around the external threads due to usage. Functional testing and dimensional analysis could not be performed since the device was fractured. No pre-existing conditions were noted. The reported device had been placed on tooth # 19 for approximately 5 years. DHR review for the lot (62621062) had revealed no deviations nor non-conformances which could have caused or contributed to the reported event. All products were conforming at the time they left zimmer biomet. Lot was inspected and passed all acceptance criteria by qa. Complaint history review for the reported lot (62621062) was performed. No similar event or complaints about nonconforming products were found. December post market trending was reviewed and there were no actionable trends or corrective actions for the reported device and event. Therefore, based on the available information, device malfunction did occur and the reported event was confirmed. Based on the investigation, risk review and IFU, the most likely cause determined from the investigation are long term parafunctional habits of the patients (e.g. Clenching, bruxism and overloading) ¿ the device had been implanted for about 5 years. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. The following sections have been updated: b4: date of this report g4: date received by manufacturer g7: checked "follow-up". H2: checked follow-up type h3: device evaluated by manufacturer. H6: evaluation codes updated. H10: added manufacturer narrative.

Event description:
Device has been returned for investigation. Investigation results updated.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This report has been relayed to correct and error in the previously reported submission (MFR# 0002023141 - 2020 - 01356 - 2).

Manufacturer narrative:
Zimmer biomet complaint (B)(4). Patient weight: not provided. Initial reporter fax number: not provided. Additional PMA/510(k) number: k011028, k013227.

Event description:
It was reported that implant (tsvwh10) was removed due to implant fracture at tooth location 19.